Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. _______________________________________________________________________ additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 21210348, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.